Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5.2 and all associated cubies failed with "not detected on bus" errors. The device was rebooted and cables were reseated; however, the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all cubies in drawer 5.2 were failed and not detected on bus. A field service engineer (fse) replaced the drawer controller card. The fse performed testing in hardware test application (hta), and restored the drawer, then completed an inventory check to confirm the issue was fully resolved. The system functioned as intended after the field service engineer repaired the device.